Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an oophorectomy procedure, the balloon burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? No information. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No. Based upon the visual and functional examination, it was concluded that the device returned had a cut in the balloon, likely caused by a sharp instrument. The batch history records were reviewed with no anomalies noted.